Manufacturer narrative:
Product event summary - evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the generator was not "triggering" correctly. Analysis did find that the ring cover was broken. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was "triggering incorrectly". Therefore, the epg was returned for repair. There was no patient involvement. The caller had no additional information.

Event description:
It was reported that the external pulse generator (epg) was "triggering incorrectly". Therefore, the epg was returned for repair. There was no patient involvement. The caller had no additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.